Manufacturer narrative:
This report is being submitted as follow up no. 1 to update, and to provide the completed investigation. Results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal evolution device was received for product analysis. Visual inspection revealed that the evolution device was returned severed along with all internal components. A piece of the hemostasis sheath was returned as well. The returned device was subjected to visual analysis. The evolution device handle was found in the full rear lock position with the color bands fully exposed and the hub of hemostasis sheath was detached and was not returned for analysis. Both the hemostasis sheath and the carrier tube assembly had been severed. The compaction tube was then examined, and no anomalies were noted. A portion of the suture was analyzed and appeared to be cut below the knot. The anchor and collagen were not found with the returned device. Additionally, the button was hard upon receipt. No other visual anomalies were noted. The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly was in the distal position and properly seated in the grooves of the lower handle. The drive gear was found properly seated and the suture was appropriately wrapped around the spool with several turns of suture remaining. There was no damage noted on the gear teeth. Functional testing was then performed on the gearbox assembly. The button was pressed manually, and the spool was able to turn. The suture was released as intended. The driver gear was then manually turned to identify if there was an issue with the gearbox assembly. There was no abnormal resistance encountered. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. With an incomplete device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a percutaneous coronary intervention the patient was anticoagulated, and they wanted to close with the angio-seal device. They pulled back on the device and the whole thing came out, and they were not able to see the anchor when they pulled out the device. They could see the collagen; however, not the anchor. They did check for distal flow hours later and everything seemed fine, and the patient did not have pain or discomfort. They sent the patient to have a computed tomography angiography (cta) and they could not find anything. They feel like the anchor became stuck in the sheath. The patient was reported to be in stable; the procedure outcome was good. Additional information was received on june 4, 2019. The sheath used during the procedure was a 6fr. A pre- deployment angiogram was performed. Hemostasis was achieved by manual compression.